Event description:
International affiliate reports that when rotating the pump handle clockwise to advance cement into a viper mis cannula, the pressure released and the water from the pump started leaking backward onto the surgeons hand. A second box was opened and new cement was mixed to restart the process with a fresh pump. However, the same thing happened with the second kit. A confidence 7cc kit was opened and was successfully used. The difficulty resulted in a delay of 30 minutes to the procedure. There were no adverse consequences to the patient. This medwatch report is being filed for the one event involving two confidence kits with leakage of water. Both kits were catalog number 283910000, lot hpbbz8. Concomitant device: viper mis cannula, catalog number unknown

Manufacturer narrative:
The device was not returned for evaluation. Review of the device history record found no discrepancies. A CAPA was implemented to investigation complaints of this nature and it was determined that wear of the tool used to injection mold the piston component had resulted in parting line flash within the device. The location of this flash prevented an o-ring from sealing adequately and required pressures could not be generated by the pump to successfully inject cement. The production lot was recalled and corrective action has been implemented. At this time, the complaint is considered to be closed.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. Discarded.